Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain located at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. The pain issue resolved with surgery. Therapy was restored to the patient post-operatively.